Manufacturer narrative:
It was reported that the o2 sensors are not as sticky as the original ones are. We are having to use at least 2 sensors on each patient because they are not sticky. They have tried wrapping with coban but eventually that doesn't help and since it stops sticking it doesn't have an accurate read and they have to use another one. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, the o2 sensors are not as sticky as the original ones are. We are having to use at least 2 sensors on each patient because they are not sticky. They have tried wrapping with coban but eventually that doesn't help and since it stops sticking it doesn't have an accurate read and they have to use another one,